Event description:
Patient presented to the physician with facial drooping, tongue weakness, and speech difficulties that have been ongoing since the implant procedure. Physician suspected nerve damage, potentially related to the inspire implant procedure. No intervention was reported, and the patient remained on CPAP therapy for management of obstructive sleep apnea.